Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comments that the unit took a long time to start up and that it would freeze during [device] checks though the software was reloaded as a preventive measure. It was additionally noted that the hard drive health was less than 100% and it was replaced as a preventive measure and that the tab on the power cord door was broken and the power cord bay was replaced. The device passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer would take a long time to start-up when plugged in and turned on. It was also reported that the programmer would freeze during checks. The programmer has been returned for repair. No patient complications have been reported as a result of this event.